Manufacturer narrative:
The real intelligence cori, pn: (B)(6), sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The screenshots confirm the case was exited during the implant planning stage. The log files were reviewed by software engineering and confirmed this shutdown to be an occurrence of a known software bug (1829) that has been fixed and released on cori-v1.5. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during a cori tka procedure, when the doctor was working on the patella non-robotically, there was a flicker/power outage that caused cori to shutdown. The blue manual man appeared on the front of the console. They quickly reboot, recalibrate, and resumed operation without delay to the case or injury to the patient. They were plugged in to a red outlet with generator back up. The case was successfully completed. No other complications.